Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010; inratio: 4.4; lab: 7.3. Pt was given vitamin k at the hosp to lower her inr. Pt also had a cut that would not stop bleeding.

Manufacturer narrative:
Discrepant results (accuracy). Comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2010; inratio: 4.4; reference: 7.3; mean: 5.85; confidence limits: unable to determine. The mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Additional investigation is required. Discrepant results (accuracy). Comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2010; inratio: 1.2; ref: 1.0; mean: 1.10; confidence limits: 0.8-1.2. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Discrepant results (accuracy). Comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 1/27/10; inratio: 4.1; reference: 7.1; mean: 5.60; confidence limits: unable to determine. The mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Additional investigation is required. Discrepant results (accuracy). Comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2010; inratio: 1.6; ref: 2.8; mean: 2.20; confidence limits: 1.4-3.1. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. All inr reported except 1.2 inr are registered on memory and meet the accuracy criteria. Based on unit's memory, customer utilized an expired strip lot # 070383a with code j659h, which expired on the last day of sept 2008. Both 4.4 and 4.1 inr are registered with strip code j659h. However, a valid strip was utilized for 1.6 inr; strip investigation was performed on strip lot #218917 with code ut9ex. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for strip lot# 218917 are within the allowable bias. No discrepant results are produced on returned and in-house meters. These meet the above criteria, and then no further action is required. Conclusion: data analysis of mean calculation from comparison test data provided by end-user revealed one of the comparison was considered inaccurate (inratio 4.4 vs ref 7.3). Meter memory indicated expired strips used ((B) (4)/j659h/2008/09). Other comparisons were within confidence limits. Returned meter was tested and product deficiency was not established in returned meter. This issue will be subject to tracking and trending. Corrective action not required at this time.